Event description:
A pt experienced a mid-central corneal ulcer associated with wear of focus night and day lenses. This pt has a successful history of soft lens wear in a competitive brand and began extended wear use of night & day in 2003, removing once a week for cleaning and disinfecting. The pt experienced mild pain and was treated with antibiotic drops in-office and follow up visits. The doctor stated that the ulcer was "not bad" and had completely resolved with no loss of visual acuity. No add'l info is available at this time.